Event description:
Boston scientific received information that the patient stated that after he experienced syncope several months ago he visited his physician's office and was told there may have been something going on with his device. The patient was looking for clarification from boston scientific technical services (ts). Ts referred the patient back to his physician. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.